Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.8, lab: 1.3. Time between testing: 20 minutes. Therapeutic range not provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio meter = 1.8, reference = 1.3, mean = 1.55, confidence limits = 1.1 - 1.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. In-house therapeutic donor testing has been performed on reported lot 275622. Results as follows: (B)(6), inratio: 2.8, inratio: 2.8, inratio: 2.6, ref. 2.33, bias threshold: 1.33 - 3.33, %cv: 4.22. (B)(6), inratio: 2.8, inratio: 3.0, inratio: 3.0, ref.: 2.95, bias threshold: 1.95 - 3.95, %cv: 3.94. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Conclusion: no product was expected to be returned; review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required at this time. This issue will continue to be tracked and trended. No corrective action is required as no product deficiency was established.